Manufacturer narrative:
Product complaint # (B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided: this is a potential death, but this could not be confirmed. Additional information was requested and the following was obtained: what was the specific surgical procedure performed? Were any difficulties experienced with the device in the initial surgical procedure? How many days post-operative did the leak occur? How was the leak identified? How was the leak addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? Is there an alleged deficiency with the device that caused or contributed to the leak? Please explain. It was reported that there was a potential patient death. Please confirm the status of the patient. Is there an alleged deficiency with the device that caused or contributed to a death? Please explain. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Response: sales rep reported that all he has been able to confirm is that there was a patient death. No other details are available at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the specific surgical procedure performed? Were any difficulties experienced with the device in the initial surgical procedure? How many days post-operative did the leak occur? How was the leak identified? How was the leak addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? Can a detailed timeline of events, operative notes, or an autopsy report be provided? Has the cause of death been determined? Does the surgeon believe an alleged deficiency with the device caused or contributed to the patient¿s death? Please explain. Were there patient factors that contributed to the leak and subsequent death? Please explain. Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported that post-op of an unknown procedure, the patient had a bowel leak. No further information is known at this time.

Manufacturer narrative:
(B)(4). Corrected data: type of reportable event: not reportable. Additional information was requested and the following was obtained: what was the specific surgical procedure performed? Were any difficulties experienced with the device in the initial surgical procedure? How many days post-operative did the leak occur? How was the leak identified? How was the leak addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? Can a detailed timeline of events, operative notes, or an autopsy report be provided? Has the cause of death been determined? Does the surgeon believe an alleged deficiency with the device caused or contributed to the patient¿s death? Please explain. Were there patient factors that contributed to the leak and subsequent death? Please explain. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Response provided by hospital risk management: the stapler was not firing to the doctors expectation which did cause a small bowel tear during the surgery that was also repaired at that time. The doctor over-sewed the anastomosis and the patient did fine post-op. The patient did later die but it had nothing to do with the surgery or the stapler. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.